Event description:
Event description guidant received information that the patient implanted with this pacemaker died post-implant. The physician alleges the patient's death is related to the lower rate limit (lrl) being unintentionally lowered from 90 to 60.